Event description:
It was reported that approximately one year and two months post vena cava filter placement procedure via femoral access, one of the filter leg allegedly broke off during retrieval. It was further reported that the detached limb was retrieved using snare which was stuck to the ivc wall. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and two months post vena cava filter placement procedure via femoral access, one of the filter leg allegedly broke off during retrieval. It was further reported that the detached limb was retrieved using snare which was stuck to the ivc wall. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one unknown deployed filter was returned for evaluation. Upon visual evaluation, one filter arm appeared to be broken off from the filter. No other anomalies were observed to the returned filter. Based on the findings, the investigation is confirmed for the reported detachment issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and two months post vena cava filter placement procedure via femoral access, one of the filter leg allegedly broke off during retrieval. It was further reported that the detached limb was retrieved using snare which was stuck to the ivc wall. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one unknown deployed filter was returned for evaluation. Upon visual evaluation, one filter arm appeared to be broken off from the filter. No other anomalies were observed to the returned filter. Based on the findings, the investigation is confirmed for the reported detachment issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6(method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.